Event description:
I am a physicist. I just tested a new x-ray machine manufactured by medtronics. It is a mobile x-ray machine, model or 1000. This is a very high dose producing x-ray machine and the users are not being properly trained to account for these elevated dose levels. Dose rates to patients could be as high as 200 rad per minute to the skin in boost fluoroscopic mode. Serious skin effects including burns could occur in just a few minutes. The manufacturer needs to moderate these dose levels, properly train users, and add filtration to the x-ray "beam" to lower skin dose levels in fluoro mode.